Event description:
It was reported that the ventilator started to auto cycle and generated alarms while it was connected to a pt. The ventilator was replaced. There was no pt harm. Performed pre-use check after that failed the internal leakage test. (B)(4).

Manufacturer narrative:
A service engineer has been on site and replaced an air gas module. The replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).